Manufacturer narrative:
Bayer case number: (B)(4), pelvic pain [pelvic pain female], menorrhagia [menorrhagia], dysmenorrhea [dysmenorrhea], cervical brachial pain [uterine cervical pain], migraines [migraine], recurring metrorrhagia [metrorrhagia], mastodynia [mastodynia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-dec-2024. The most recent information was received on 11-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), uterine cervical pain ("cervical brachial pain"), migraine ("migraines"), intermenstrual bleeding ("recurring metrorrhagia") and breast pain ("mastodynia"). Essure was removed on (B)(6) 2024. The patient was treated with lutenyl (nomegestrol acetate) and esmya (ulipristal acetate) as well as surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, dysmenorrhoea, pelvic pain, uterine cervical pain, migraine, intermenstrual bleeding or breast pain. The reporter commented: extract from the consultation report on (B)(6) 2017 - dr. Today I saw patient I in consultation, 52 years old, non-menopausal, who suffers from recurring metrorrhagia. Associated with pelvic pain. I already saw patient last on (B)(6), in the context of menorrhagia, poorly balanced with lutenyl. The patient had been taking esmya for several weeks. Esmya ultimately provided a very interesting benefit since the patient did not bleed for several months. According to the recommendations, this treatment was stopped in march, after the usual three months, and the bleeding resumed at the end on (B)(6). The patient therefore resumed esmya and is no longer bleeding. As a reminder, the ultrasound assessment carried out on (B)(6) did not find any particular organic element, thus establishing a diagnosis of functional bleeding being on the second dose of a quarterly course of esmya and the patient is doing much better at present, for the time being, we will allow ourselves time and wait again for the therapeutic effect of esmya, especially in this perimenopausal period. On the other hand, in the event of recurrence of bleeding, I will suggest surgical management to patient. Which would consist of a superficial endoscopic endometrial resection. This would therefore be a day hospitalization, with a 48-hour work stoppage . Patient mentioned the idea of the hysterectomy, which seems to me to be a procedure that is disproportionate in relation to the picture presented, and which would also only resolve the bleeding problem, the pelvic pain and mastodynia problem would likely still remain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Ultrasound scan] (date unknown): did not find any particular organic element, thus establishing a diagnosis of functional bleeding. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-dec-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Menorrhagia [menorrhagia]. Dysmenorrhea [dysmenorrhea]. Cervical brachial pain [uterine cervical pain]. Migraines [migraine]. Recurring metrorrhagia [metrorrhagia]. Mastodynia [mastodynia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 02-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), uterine cervical pain ("cervical brachial pain"), migraine ("migraines"), intermenstrual bleeding ("recurring metrorrhagia") and breast pain ("mastodynia"). The patient was treated with lutenyl (nomegestrol acetate) and esmya (ulipristal acetate) as well as surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, dysmenorrhoea, pelvic pain, uterine cervical pain, migraine, intermenstrual bleeding or breast pain. The reporter commented: extract from the consultation report of (B)(6) 2017 - dr. Today I saw patient I in consultation, 52 years old, non-menopausal, who suffers from recurring metrorrhagia. Associated with pelvic pain. I already saw patient last february, in the context of menorrhagia, poorly balanced with lutenyl. The patient had been taking esmya for several weeks. Esmya ultimately provided a very interesting benefit since the patient did not bleed for several months. According to the recommendations, this treatment was stopped in march, after the usual three months, and the bleeding resumed at the end of august. The patient therefore resumed esmya, and is no longer bleeding. As a reminder, the ultrasound assessment carried out on 3 february did not find any particular organic element, thus establishing a diagnosis of functional bleeding being on the second dose of a quarterly course of esmya, and the patient is doing much better at present, for the time being, we will allow ourselves time and wait again for the therapeutic effect of esmya, especially in this perimenopausal period. On the other hand, in the event of recurrence of bleeding, I will suggest surgical management to patient. Which would consist of a superficial endoscopic endometrial resection. This would therefore be a day hospitalization, with a 48-hour work stoppage . Patient mentioned the idea of the hysterectomy, which seems to me to be a procedure that is disproportionate in relation to the picture presented, and which would also only resolve the bleeding problem, the pelvic pain and mastodynia problem would likely still remain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Ultrasound scan] (date unknown): did not find any particular organic element, thus establishing a diagnosis of functional bleeding. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.